Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. It was revealed that patient's pacemaker could not be interrogated due to a loss of inductive telemetry. No device intervention was performed. The patient had no adverse events and was stable.